Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned three (3) shelf cartons for 32gx4mm bd pen needles from lot 9352052. Customer reported that 3 boxes were missing the ndc#, upc # doesn't match and the description is different than normal. The 3 returned shelf cartons were examined, and a mixed product issue involving catalog# 320489 was observed. Sa bddc-20-3896-sa and CAPA 1845943 were raised for this mixed product issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was missing label information. The following information was provided by the initial reporter: material no:320489 batch no: 9352052 it was reported that 3 boxes were missing the ndc#, upc # doesn't match and the description is different than normal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 9352052. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was missing label information. The following information was provided by the initial reporter: material no:320489 batch no: 9352052. It was reported that 3 boxes were missing the ndc#, upc # doesn't match and the description is different than normal.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. The root cause investigation is ongoing and will be documented in CAPA # 1845943.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was missing label information. The following information was provided by the initial reporter: material no:320489; batch no: 9352052. It was reported that 3 boxes were missing the ndc#, upc # doesn't match and the description is different than normal.